Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was at the case of the battery tube side. The customer stated that the belt clip issue, when bumped the pump the belt clip pop open. The customer reported a blood glucose value of 500 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump and manual injection. The event involved product(s) acc-1599, unk_sensor, mmt-1884l, mmt-332a, and unomedical. Troubleshooting was performed for the cosmetic damage, and the damage not impacting the pump functionality. Troubleshooting was performed for the pump clip, and the non-serialized product being replaced. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for acc-1599, unk_sensor, mmt-332a, and unomedical. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, minor scratches on lcd window, cracked keypad overlay, cracked case ¿ display window corner, stained keypad overlay, cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage. Conclusion summary: cosmetic damage was confirmed at battery tube side area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.